Event description:
The service report shows the customer reported that the 840 stopped cycling while in use on a pt. The pt was hot harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the autozero inspiratory solenoid. The unit passed extended self-testing.